Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system had a fluid leak. Customer reported that there was fluid on the indentation under the cartridge chemistry cc sample probe (at it's home position) customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash collar occasionally was spitting fluid. The fse replaced the wash collar, vacuum valve and sample probe.

Manufacturer narrative:
(B)(4).